Manufacturer narrative:
Argus case: (B)(4).

Event description:
Tends to swallow the adhesive cream [accidental device ingestion]. There is a bit of blood mixed in his urine [blood in urine]. The colour is darker [dark urine]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident max seal denture adhesive cream) cream (batch number unk, expiry date unknown) for denture wearer. On an unknown date, the patient started polident max seal denture adhesive cream. On an unknown date, an unknown time after starting polident max seal denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), blood in urine and dark urine. The action taken with polident max seal denture adhesive cream was unknown. On an unknown date, the outcome of the accidental device ingestion, blood in urine and dark urine were unknown. The reporter considered the accidental device ingestion to be possibly related to polident max seal denture adhesive cream. It was unknown if the reporter considered the blood in urine and dark urine to be related to polident max seal denture adhesive cream.. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer on (B)(6) 2022 via call center representative (phone). The consumer reported that "he is using polident free denture adhesive cream max seal to attach the dentures. He tends to swallow the adhesive cream possibly because he applies too much. He got his urine tested and there is a bit of blood mixed in his urine and the colour is darker."